Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergy (lavender oil -other -sob wellbutrin [bupropion] -other migraine when on med for greater than 6 weeks. Eggs or egg-derived products -constipation milk -constipation penicillins -rash soybean-containing drug products- constipation.), surgery (¿cesarean section colonoscopy (B)(6) 2017 hemorrhoids noted, gi dilation and curettage of uterus (B)(6) 2011 post miscarriage. Fracture surgery- left arm hysterectomy multiple tooth extractions tonsillectomy (B)(6) 2017 tubal ligation- essure.), umbilical hernia, peripheral neuropathy, lethargy, blurred vision, chronic tonsillitis, headache (headache (recurrent or known dx migraines) complaints of migraine that began last night. Quality: sharp (throbbing and aching) radiates to: l neck, r neck and upper back chronicity: recurrent (notes that this is exactly like her chronic migraines but worse and not responsive to her meds) associated symptoms: nausea, neck pain, neck stiffness, photophobia and visual change.), depression, neuromuscular disorder nos, pelvic pain female, dysmenorrhea, dyspareunia, abortion (1), live birth (3), parity 3, multi gravida and obesity. Previously administered products included: albuterol hfa, cyclobenzaprine, loratadine and naproxen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1805 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (n/a) bilateral salpingectomy (n/a)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.02 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2017: abdomen and pelvis CT with intravenous contrast: additional clinical information: lower abdominal pain. Findings: the lung bases are within normal limits. Abdomen: the liver is without focal abnormality. The spleen is unremarkable. The pancreas is within normal limits. Gallbladder is within normal limits. No adrenal nodules are identified. The kidneys are within normal limits. The retroperitoneum is unremarkable. The major vascular structures are within normal limits. Pelvis: the bowel is within normal limits. The appendix is within normal limits. No definitive diverticulosis is seen. There is a moderate fat-containing periumbilical hernia seen with a defect within the anterior abdominal wall measuring 2.4 cm. The pelvic organs are within normal limits. Bilateral essure devices are seen in place. There is a 12 mm hyperattenuating structure within the right ovary which may be consistent with a hemorrhagic corpus luteum cyst there is no evidence of free fluid or pneumoperitoneum. The osseous structures are age-appropriate. Impression: 1. Probable hemorrhagic right ovarian corpus luteum cyst 2. 2.4 cm fat-containing periumbilical hernia 3. No evidence of diverticulitis. Normal appendix. Probable hemorrhagic right ovarian corpus luteum cyst. [Pathology test] on (B)(6) 2017: surgical pathology report: final diagnosis: 1. Uterus, bilateral fallopian tubes, removal: cervix without specific pathologic changes. Weakly proliferative phase endometrium without atypia. Myometrium without specific pathologic changes. Bilateral fallopian tubes containing intact essure coils without additional specific pathologic changes. Gross description: the right fallopian tube measures 5.7 x 1 cm. The outer surface is purple-green and smooth. A 1.2 x 1 x 1 cm paratubal cyst is identified. Sectioning of the tube reveals an intact essure coil. The left tube measures 6 x 0.6 cm . The outer surface is purple-gray and smooth. Sectioning reveals an intact essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Indication added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.